Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 500's mg/dl and 230's mg/dl. Test strips have been used and discarded. No adverse event. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.